Manufacturer narrative:
Root cause identified as failure of the seal on the chamber float to function properly as a result of deformation. Action taken: training of the operators to identify correct/incorrect assembly/function of stem and seal holder. Introduction of go/no go gauges new jig that reduces risk of deformation during assembly 100% inspection on production line.

Event description:
The chamber in the 038-31-203u circuit would not fill with water after spiking the bag. The clip near the spike on the end of the tubing was unclipped. The bottom of the chamber was dented which may be pushing the auto fill mechanism in the chamber up resulting in the water not being able to flow into the chamber.